Manufacturer narrative:
Qc was within the customer's established ranges prior to the erroneous results. A system check was performed by the customer on (B)(4) 2011 and met specifications. Per the customer, the total t3 calibrations routinely failed multiple times before passing. The customer also indicated that the patient samples being tested for tt3 were repeated and were reproducible. A field service engineer (fse) was dispatched on (B)(4) 2011 and performed hardware verification and preventive maintenance (pm) on the instrument. Per the fse, all verification testing met specifications and no significant problems were discovered on the instrument. A clear root cause could not be determined for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining total triiodothyronine (tt3) results on one patient sample that resulted within and below the normal reference range generated by the access 2 immunoassay system. The customer is not aware if there were any reports of injury or change to patient treatment in connection with this event.